Manufacturer narrative:
Product analysis: analysis of the logs found that the issue was a documented issue related to the date/time picker in the patient info screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application suddenly closed and an error close displayed while using the pacing system analyzer for lead measurement. A different programmer was used for lead measurement. The programmer and application remain in use. No patient complications have been reported as a result of this event.